Event description:
It was reported that the issue found during use of the foley tray product at (B)(6). Staff brought to their attention that the foley catheter balloon would not inflate. Staff reported a hole in the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation the labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Corrections: d, e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the issue found during use of the foley tray product at (B)(6) hospital in (B)(6) staff brought to their attention that the foley catheter balloon would not inflate. Staff reported a hole in the balloon. Per follow up information received via email on 14oct2025, it was reported that when customer inserted the foley catheter to the patient, customer found the catheter has a hole and could not inflate the balloon with water. Upon troubleshooting, staff inspected the device and found there was a hole preventing the balloon from inflating. No physical sample was available, and no patient harm was reported.